Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after the left ventricular (lv) lead was inserted, the guidewire became stuck inside the lead. The lv lead was removed and a new lv lead was placed. No patient complications have been reported as a result of this event.